Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's doctor reported via phone call indicating that patient was hospitalized due to low blood glucose. Customer's blood glucose at time of incident was unknown. The customer got adjustment from doctor and he is requesting with assistance with resetting a basal rate. Customer was assisted with changing basal rate. Customer was not feeling well to provide hospitalization information. Customer will call back with information at her convenience.